Manufacturer narrative:
The reported event was not able to be confirmed. No components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance and returned to the manufacuturer loaner stock.

Event description:
It was reported that during a surgical procedure conducted at the user facility the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.